Event description:
Co received info that this pt received asymtomatic shocks from his implantable cardioverter defibrillator (ICD). An invasive procedure was performed to evaluate the system. The physician noted lead damage caused by the lead rubbing on the ICD. Both leads were repaired and remain implanted.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.